Event description:
It was reported that (1) device was used during a laparoscopic gastrectomy. It was reported by the affiliate that the tsw35 instrument jaws dislodged after second firing (no problems with cutting and stapling). Another instrument was used to complete the case. There was no consequence to the patient.